Event description:
Caller reported an alarm 2 followed by alarm 26 due to an occlusion event that occurred earlier in the day. The customer's blood glucose level did not exceed 500 mg/dl during the event. The customer resolved the issue by changing the infusion set and cartridge, and then resumed insulin delivery. No additional assistance was necessary, and the case was closed by technical support.